Event description:
It was observed that during the device evaluation, the subject device displayed an error b30 (scope communication error) and had poor contact at the output socket. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The investigation revealed that due to poor contact of output socket, an error code b30 was displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure -output socket was faulty. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.